Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with frequent low flow alarms, weakness, and shortness of breath. A computed tomography angiography (cta) showed no significant outflow graft twist or compression. On (B)(6) 2024 the patient had a right heart catheterization which showed both right and left filling pressures to be low. The speed was reduced from 5500 revolutions per minute (rpm) to 5400 rpm. Right ventricular dysfunction was noted on an echocardiogram. The patient was deemed stable for discharge on (B)(6) 2024. It was additionally reported on (B)(6) 2024 that the patient had an episode "over the weekend" in which the patient's flow, power, and pulsatility index (pi)s were all 2's and it was noted that it lasted 7 seconds. The patient was currently admitted to rule out outflow graft obstruction and it was noted that the patient did not have an outflow graft clip. There were no alarms noted upon interrogation other than 2 low voltage hazards on (B)(6) 2024 at 0946 lasting 2 seconds and 1 second. Log files were submitted for review and captured routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation, as no images were submitted for review. Review of the submitted log files was unable to confirm the reported low flow alarms. A specific cause for these events could not conclusively be established. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The controller event log file events from 11aug2024 through 13aug2024. Of note, several pi events were observed throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.